Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 102 mg/dl an then a reading of 58 mg/dl on another brand of blood glucose meter. No decision to treat was reportedly made on the alleged faulty meter. The difference in the readings was determined to be clinically significant. The metr will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.